Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer alleged a high rate of target 1 negative, target 2 positive results while using the cobas® sars-cov-2 assay for use on the cobas® 6800/8800 system. Initially, the customer alleged a general rise in positives on (B)(6) 2021 but later confirmed on (B)(6) 2021 that 514 patient samples were affected. These patient samples all originally tested target 1 negative, target 2 positive on the cobas 6800 system but were negative when repeated on the diana biotechnology pcr assay. Only the repeat results were released therefore, per FDA guidance, 1 MDR is required. No harm was alleged.according to the customer, patient samples are collected in a variety of ways. Some specimens are obtained with nasal swabs for pcr media and others are a mix of different nasal and nasopharyngeal swabs. The collection media is often cobas pcr media but the customer does additionally use a mix of separate medias which is not considered a recommended practice. Typically, samples are stored in the fridge and not transferred to the cobas omni secondary tube and there is no vortexing step. Additionally, the customer does not aliquot the nasopharyngeal swabs. The mixing of samples in combination with non-recommended media types and loading all samples directly onto the c6800 instrument as pcr media are considered deviations from the instructions for use. According to the method sheet: this test is intended to be used for the detection of sars-cov-2rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. Testing of other sample types with cobas®sars-cov-2may result in inaccurate results. It is unknown exactly how this non-recommended practice would have affected the results generated by the customer.an investigation was conducted on every reagent kit that generated a target 1 negative, target 2 positive result. A review of the data revealed that a majority of the reported positive samples were considered near or below the limit of detection. Lod samples are expected to waiver between positive and negative upon repeat. Additional samples that generated CT values above the lod of the assay were identified. No product problem was identified in these instances. The use of non-recommended sample preparation and workflow practices including different media types and running mixed samples as pcr media swabs can not be ruled out as a contributing factor. In addition, the difference between technologies and their sensitivities could explain the discrepancy between results run on the cobas 6800 and the diana biotechnology pcr assay.

Manufacturer narrative:
(B)(6)a customer alleged a high rate of target 1 negative, target 2 positive results while using the cobas® sars-cov-2 assay for use on the cobas® 6800/8800 system. Initially, the customer alleged a general rise in positives on (B)(6) 2021 but later confirmed on (B)(6) 2021 that 514 patient samples were affected. These patient samples all originally tested target 1 negative, target 2 positive on the cobas 6800 system but were negative when repeated on the diana biotechnology pcr assay. Only the repeat results were released therefore, per FDA guidance, 1 MDR is required. No harm was alleged.an investigation on the 5 complaint kit lots (g29320, g26033, g24627, g24628, g18524) used by the customer over this period of time, was conducted to evaluate the customer issue which did not identify any product problem. A majority of the alleged samples were considered near or below the limit of detection (lod) which can be expected to waiver with repeat testing. The use of non-recommended sample preparation and workflow practices including different media types and running mixed samples as pcr media swabs can not be ruled out as a contributing factor. In addition, the difference between technologies and their sensitivities could explain the discrepancy between results run on the cobas 6800 and the diana biotechnology pcr assay.(B)(4)